Event description:
Surgeon revised makoplastly pt. Surgeon left the original stelkast femur in place and revised the stelkast inlay with a depuy composite onlay (size 3 x 11 mm).

Manufacturer narrative:
Complaint was associated with a procedure in which an implant sys that is manufactured by a medical device company, stelkast, and distributed by (B) (4) is implanted utilizing the tgs. The surgeon indicated in the investigation that the tgs was not a contributor to the event. No evaluation was executed on the tgs involved; indications are the sys performed safely and effectively. There is no indication that the tgs contributed to the root cause of the failure event. A report has been filed with the manufacturer of the implant system and the explanted device has been returned for investigation. Mako surgical is filing this MDR to ensure visibility to a revision that occurred as a result of a procedure that utilized a tgs.